Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer was contaminated and beyond economical repair. The upper and lower cases were contaminated and broken, the stylus was not operational, multiple case parts were contaminated, the main printed circuit boards were contaminated and the power cord bay assembly was broken. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and found to have internal corrosion. No patient involvement or complications were reported as a result of this event.